Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter displayed the error 5 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient said she had symptoms of cold sweat, dizziness, and weakness after attempting to test with the reported product. The patient took a decreased dose of insulin (humalog 15 units and lantus 65 units) after the alleged issue began. The patient denied receiving/requiring medical intervention. The cca was unable to resolve the error 5 issue. The patient did not have test strips. The meter, test strips, and control solution were replaced. This complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product and afterwards experienced sweating a typical symptom of hypoglycemia.